Event description:
It was reported that the patient had pain at the stimulator site, neuropathic pain at the level of the stimulator pocket cicatrice. There was intervention to change the stimulator location on (B)(6) 2013. Dispositive explanted and replaced. There was a product issue and it was resolved.

Manufacturer narrative:
(B)(4).